Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture located within the duodenum. The target lesion had a stenosis of approximately 90% and was 8cm in length. During the procedure, significant resistance was encountered when attempting to deploy the stent. The stent was deployed by approximately 70% but failed to completely deploy. The partially deployed stent was removed from the patient on the delivery catheter. It was noted that the handle of the delivery system had broken into two pieces. The procedure was not completed as the physician decided that stent placement was not an appropriate treatment for the lesion. The physician plans to place a "nutritive canal" at a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a malignant stricture located within the duodenum. The target lesion had a stenosis of approximately 90% and was 8cm in length. During the procedure, significant resistance was encountered when attempting to deploy the stent. The stent was deployed by approximately 70% but failed to completely deploy. The partially deployed stent was removed from the patient on the delivery catheter. It was noted that the handle of the delivery system had broken into two pieces. The procedure was not completed as the physician decided that stent placement was not an appropriate treatment for the lesion. The physician plans to place a "nutritive canal" at a later date. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - the reported event of stent deployment issue (partial deployment). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 95mm. The outer sheath was detached at 1855mm proximal to the distal end of the outer sheath. In addition, the inner shaft was detached at approximately 2060 mm proximal to the distal tip. The proximal section of the device (including the distal and proximal handles and the stainless steel shaft) were not returned for analysis. During a functional analysis, the outer sheath was retracted by hand and the stent was able to be fully deployed. No issues were noted with the profile of the deployed stent or the inner shaft. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.